Event description:
Device was found to be in back-up mode upon interrogation. Patient recently underwent radiation therapy. Device was re-initialized and programmed back to original settings. Follow-up testing was also performed. On (B)(6) 2013- patient had radiation therapy and device was in back-up upon interrogation. The device was reset, reprogrammed, and a follow-up was performed. On (B)(6) 2013- patient had radiation therapy and device was in back-up upon interrogation. The device was reset, reprogrammed, and a follow-up was performed. On (B)(6) 2013- this device is reported to have delivered inappropriate shock therapy to the patient during the 22nd radiologic treatment for cancer on (B)(6) 2013. The device will be exchanged after all radiologic treatments have been performed. There are no additional adverse events reported for this patient.

Manufacturer narrative:
The explant date has been provided. Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 14 months. The memory content of the device was inspected. The inspection revealed that a device reset was performed on (B)(6) 2013. Therefore, only the data recorded by the device after this reset procedure were available for analysis. The inspection showed that the firmware application was operating as expected since that date. There was no indication of a device malfunction. It is reasonable to assume that the clinical observation was caused due to the reported radiation therapy which affected the memory content of the device. In general, the device is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. The clinical observation was most likely caused due to the reported radiation treatment. There was no indication of a material or manufacturing problem.